Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the bottom cover, a slice along the lead of the electrode ground ring, and the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken wires near the fantail. In addition, cut wires were observed along the lead near the electrode ground ring, which is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis confirmed all wires exhibited tensile breaks near the fantail. The photographic imaging inspection revealed all electrode wires were broken near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor for failure modes of this type. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no sound perception. Device testing revealed open circuits. Revision surgery is scheduled.